Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp), the lithotriptor broke at the weld joint, while the stone was being crushed. The users then attempted to use a non-olympus emergency handle in attempt to crush the stone, but were not successful. The patient was taken to surgery to remove the basket and the stone. The patient was reportedly doing fine following the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation, as the facility declined to return the product for evaluation. An olympus representative visited the user facility to understand how the device was used and typical practices with regards to the use of lithotriptor devices. The olympus representative was able to observe the subject device, and found that the operation wire was broken. The olympus representative found that the user facility did not have an olympus emergency lithotriptor readily available as recommended in the product literature. The user facility staff was provided an in-service, and resource material regarding the use of an olympus emergency lithotriptor. The cause of the user's experience cannot be conclusively determined. This report is being submitted as an MDR in an abundance of caution.